Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "acromial stress fracture non-union. Patient experiencing pain over proximal and distal locking bolt sites. Reoperation to remove locking bolts."

Manufacturer narrative:
The reported event could be confirmed based on the x-rays received for investigation. The inspection of the pictures revealed the following: the post-operative x-rays confirmed the reported pain due to acromial stress fracture occurring 6 months after implantation. However, it was not possible to determine the specific cause of the post-operative fracture. To determine a root cause in this case, more clinical information is needed. Medical experts have indicated that: " the incidence of acromial stress fractures in reversed shoulder arthroplasty is relatively rare but has been reported in a small number of case studies and case series. Preventative measures include careful patient selection, appropriate implant positioning, and postoperative rehabilitation to prevent overuse of the affected shoulder. Acromial stress fractures in reversed shoulder arthroplasty can be caused by several factors, including: 1. High levels of stress on the acromion due to abnormal biomechanics caused by the reversed shoulder implant. 2. Pre-existing osteoporosis or other bone conditions that make the acromion more susceptible to fractures. 3. High activity levels or repetitive overhead motions that increase stress on the acromion. 4. Postoperative infection or inflammation that can lead to increased stress on the acromion. 5. Surgical technique and implant design, that may cause increased stress on the acromion. It is important to note that these are not the only possible causes of acromial stress fractures, and further evaluation by a medical professional is necessary to determine the specific cause of the fracture." Based on the investigation, it was not possible to determine the root cause of the reported event. Several factors may lead to an acromial stress fracture and in order to determine the specific cause in this case, more clinical information is needed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "acromial stress fracture non-union. Patient experiencing pain over proximal and distal locking bolt sites. Reoperation to remove locking bolts"